Event description:
The manufacturing representative (rep) stated that he attended a refill for one of the 20 ml pumps and reviewed aspirating more than what the health care professional (hcp) normally does. The hcp aspirated for 2-3 minutes to pull out any potential air and fluid and was then able to get the full 20 ml volume of drug in the pump. The hcp had also started using the manufacturers refill kits. The rep reviewed concerns over piecing together kits and reviewed the manufacturer's quality control, this resolved the reported issue.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. On (B)(6) 2016, the hcp expected 6ml but aspirated 0ml. The pump reservoir was empty. The patient experienced an increase in pain and no other symptoms. The hcp noted that they expected higher residual volumes than what was actually aspirated from the pump; no other specific volumes were given (other than the expected 6ml and actual 0ml). The health care provider (hcp) could only refill the pump to 15ml. The hcp was able to aspirate the 15ml back out of the reservoir and tried injecting again. Again, the hcp was only able to inject 15 ml. The patient was not a scuba diver and had not received hyperbaric treatments. It was noted that the hcp last ordered refill kits from the device manufacturer three years ago (from (B)(6) 2016) and was likely using off-label refill kits.